Event description:
It was reported hematoma occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was successfully implanted. It was reported that the patient had a complication of a groin hematoma. At the follow up procedure a transesophageal echocardiogram (tee) was performed and it was noticed that there was a device related thrombus on the limbus side of the device. The post tee plan for the patient was to stop taking plavix, resume coumadin 5mg daily and to take 325mg of aspirin daily. A repeat tee is planned in 3 months to observe if the thrombus has resolved.